Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that faulty drawer controller caused the issue. A field service engineer replaced the controller of auxiliary drawer 5.1 and restored functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed and was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.